Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 815004-invalid) for female sterilization. The patient had a medical history of endometrioma, ovarian cyst, brain neoplasm malignant, tonsil cancer, seizures, migraine, left lower quadrant pain, pelvic discomfort, lower abdominal pain, urinary tract infection, painful periods and pelvic pain. The patient had a family history of diabetes mellitus, clot blood, kidney stone, heart disorder and pregnancy (pregnancy problems). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1218 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with complete removal of essure coils, diagnostic hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were 6 expanded outer coils of the essure micro-insert trailing into the uterus. There were 3 expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: gross description: bilateral fallopian tubes and essure coils. Portion of coiled silver metal extending from the isthmic end. On section the tube lumen is patent at the fimbriated end, with approximately 1.3 cm of the isthmic end containing additional coiled metal. [Ultrasound pelvis] on (B)(6) 2019: impression: 1, mildly complex left ovarian cyst measuring 2.7 cm possibly hemorrhagic cyst or endometrioma. 2. 3.8 cm solid bladder mass with internal doppler detected blood flow. 3. Anteverted inhomogeneous uterus. Lot number 815004 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 815004-invalid) for female sterilisation. The patient had a medical history of endometrioma, ovarian cyst, brain neoplasm malignant, tonsil cancer, seizures, migraine, left lower quadrant pain, pelvic discomfort, lower abdominal pain, urinary tract infection, painful periods and pelvic pain. The patient had a family history of diabetes mellitus, clot blood, kidney stone, heart disorder and pregnancy (pregnancy problems). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1218 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with complete removal of essure coils, diagnostic hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were 6 expanded outer coils of the essure micro-insert trailing into the uterus. There were 3 expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: gross description: bilateral fallopian tubes and essure coils. Portion of coiled silver metal extending from the isthmic end. On section the tube lumen is patent at the fimbriated end, with approximately 1.3 cm of the isthmic end containing additional coiled metal. [Ultrasound pelvis] on (B)(6) 2019: impression: 1, mildly complex left ovarian cyst measuring 2.7 cm possibly hemorrhagic cyst or endometrioma. 2. 3.8 cm solid bladder mass with internal doppler detected blood flow. 3. Anteverted inhomogeneous uterus. According to bayer qa, the lot number 815004 is invalid. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 815004) for female sterilisation. The patient had a medical history of endometrioma, ovarian cyst, brain neoplasm malignant, tonsil cancer, seizures, migraine, left lower quadrant pain, pelvic discomfort, lower abdominal pain, urinary tract infection, painful periods and pelvic pain. The patient had a family history of diabetes mellitus, clot blood, kidney stone, heart disorder and pregnancy (pregnancy problems). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1218 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with complete removal of essure coils, diagnostic hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were 6 expanded outer coils of the essure micro-insert trailing into the uterus. There were 3 expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: gross description: bilateral fallopian tubes and essure coils. Portion of coiled silver metal extending from the isthmic end. On section the tube lumen is patent at the fimbriated end, with approximately 1.3 cm of the isthmic end containing additional coiled metal. [Ultrasound pelvis] on (B)(6) 2019: impression: 1, mildly complex left ovarian cyst measuring 2.7 cm possibly hemorrhagic cyst or endometrioma. 2. 3.8 cm solid bladder mass with internal doppler detected blood flow. 3. Anteverted inhomogeneous uterus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.